Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced an intermittent shocking sensation when stimulation was both off and on. The physician removed the device, but suspected the issue would not be resolved. Follow-up indicated that the symptoms persisted after the device removal and the patient remains under medical supervision.